Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 7.0, lab: 13.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 7.0, reference: 13.9, mean: 10.45. Five minute lapse between two readings. Both values are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing beyond the investigation is required at this time. Customer had kidney/liver disease. Pt current condition may interfere with coagulation test, as indicated on technical bulletin 101, 105 and user guide. Conclusion: data analysis of mean calculation from comparison test data provided by end-user revealed both tests resulted with inr values >5; and are outside of the acceptance region. Pt's liver condition could effect inr testing. No product is expected to be returned. There is insufficient info to determine the root cause of the customer's test result discrepancy. As of 03/10/2010, 5 discrepant result complaints were reported for lot #224380 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.